Manufacturer narrative:
Initial report submitted on 31-may-2024, per MFR report #: 3003637635-2024-00012. The DHR review and investigation performed on the returned device showed that there is no production or design issue that can lead to the defect which caused the complaint case. Root cause is undeterminable.

Manufacturer narrative:
Device distributor to us: (B)(4). The device was returned back for the evaluation. The sheath was found attached to the hub just partially. The cleaned sample was visually inspected to identify areas of damage along the sheath. Two locations were identified: the hub/shaft interface (customer reported) and sheath shaft (visible after cleaning). The first location showed partial tearing of the sheath at the hub transition. The portion attached was held by the coil. For the second defect, the shaft showed some kinking (coil damage). Two other locations showed bending; however, there was no visible coil or sheath damage. The tip of the sheath was also in good condition. The defect locations were examined under magnification. On the tear location, approximately 3/4 of the shaft circumference was separated from the hub. Some material was still attached to the hub as well as the coil. In the case of the shaft kink, the position of the defect was measured at approximately 256mm from the sheath tip. The two other bends along the shaft were checked by feel. The sheath material and coil were smooth at both locations. It was unclear if the bending occurred during treatment or was an effect of packaging a large sheath in a smaller bag . As part of the investigation, the use of the sheath with the device investigated. From the usage video and instructions for use (IFU), the sheath is inserted using the aid of a dilator and then flushed. To attach the sheath to the device, the hva and sidearm are removed from the sheath, and the sheath is attached to the bycross device at the luer connection. The expanding tip is then advanced through the sheath and expanded during procedure to remove blockage material in the vessel. At the end of the procedure, there are no additional instructions on how to remove the sheath once the device has been disconnected. After the device returned from sterilization, the shaft was examined for defects (i.e. Bubbling, voids, delamination) which could explain the partial tearing of the shaft. No material defects could be found on the parts near the tear location. In addition to visual inspection under "magnification", ftir (fourier transform infrared) and dsc (differential scanning calorimetry) spectroscopy analysis were conducted on the part to determine if the sheath material could be in a brittle state which could explain the breakage. The analysis was done against control samples (shaft extrusion before sheath assembly, unused sheath as to be sold) to determine if there was variation. The results from ftir and dsc did not reveal and evidence of foreign material or embrittlement due to processing either. Within a DHR review, no non-conformity relating to this event was found. The eco-107604 describing a use of alternative ss wire, which was manufactured with different annealing treatment was identified as possible effect, but visual inspection and ftir and dsc analyses done on actual complaint device and control samples did not show any defect that could explain the separation. Ftir analysis of complaint device sample against controls (shaft extrusions, unused sheaths) showing no indication of material degradation. On the other hand, dsc curve of first heating for the complaint device sample showing no indication for brittle molecular structure. There is no indication of a design or process related problem which could have led to device failure during use. From the complaint, it is not possible to clearly determine the cause of failure. Since it is not clear from the complaint description at which point of the intervention the failure occurred, during the "atherectomy" or when unscrewing the fortress, the shaft breakage can not be traced back to a certain failure mode. Root cause is undeterminable.

Event description:
The customer reported as follows: "fortress was used in conjunction with the bycross "atherectomy" system. For this purpose, the valve of the fortress is unscrewed, and the sheath is screwed onto the bycross. During the "atherectomy" or when unscrewing the fortress, it was discovered that the sheath shaft had been severed. The actual time of separation is unclear." Event occurred outside of patient and no parts remained inside of patient.